Event description:
It was reported that the shock lead impedances went high out of range on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system measuring greater than 200 ohms. Technical services (ts) suspected electromagnetic interference (emi) but could not confirm. The impedance stabilized after the single out of range value. No adverse patient effects were reported. Currently, this ICD system remains in service.